Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the second attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The manufacturer previously not captured section b7 and it has been updated in this report. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 12 , 2024 and section h10 should be reported as: the manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and the patient developed recurring lung infections. The patient required medical intervention in the form of a prescribed antibiotics. This notification was reviewed due to a patient reporting "recurring lung infections. Latest one 8 weeks ago. Saw doctor and was put on antibiotics. Has had infections .there was no report of serious patient harm or injury. Section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 was corrected and updated.